Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Component migration was identified as the failure mode. Additional: in initial report, the year was only provided for device manufacturer date. The month day and year is provided in this follow up#1. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: 2011 the field service specialist (fss) visited customer site to inspect the system. Fss reconnected data line and performed the field service checklist on the unit. The system passed all functional test it was found to meet amo specifications. Through a follow up, it was learned that while the fss was on customer site, no error 2012 was observed. That the fss reconnected the data line, which is routine way to solve error 2012 if it occurs. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported intermittent safe mode error/error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.